Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp procedure it was noted the error code with 'no transducer detected'. Changed the generator but issue remained. The surgeon decided to remove sensor. There was no adverse report on patient. Please be aware due to the time difference between (B)(4) versus the u.s. Complaints that are received on the same day that they are entered appear that the complaint created date occurred before the complaint notified date. This is attributed to a system issue associated with the time difference.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor could not be adjusted. There was no reading on the passive sensor wire. The inside of the sensor case and bottom of the sensor appeared charred/burned. Due to the condition in which it wa received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the complaint and determined the cause of failure to be use related. It is suspected that the sensor was overheated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.